Event description:
It was reported to olympus via an inquiry to the endoscope call center that a tracheal intubation fiberscope may be used during home visits to check for problems with the patient's gastrostomy. Customer stated ¿after reading the instruction manual, I learned that a complex procedure was required to reprocess correctly. It's an embarrassing story, but I've been done with alcohol wipes until now.¿ there were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The customer was unable to provide any additional information regarding the event. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the user did not reprocess the device correctly. However, a definitive root cause cannot be determined. The reprocessing procedure is described in chapter 7 of the product instruction manual, and this event can be prevented by performing reprocessing according to its contents. Olympus will continue to monitor field performance for this device.